Event description:
It was reported, "flanges on the tip of the impactor broke during insertion of the stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.